Manufacturer narrative:
(B)(4). A sample has been received but has not been evaluated. A review of the device history record shows there were no issues noted with this pack. Additionally this was a customer made connection which was not tied banded in accordance with the instructions for use (IFU). (B)(4).

Event description:
It was reported that during use of the device near the end of a cardiopulmonary bypass procedure, "line 18, the 1/4x1/4 ll was connected to the cardioplegia line by the perfusionist,this line was not tie banded. It flew off during the end of the case, and there was blood loss of around 100-150ml." They quickly reconnected the line, and the case finished without incidence. There was no delay to the procedure. The surgical procedure was completed successfully. Further clarification by clinical confirmed that it was actually, the 1/4 y luer on line 18 was connected by the customer to the 1/4" tubing on the cardioplegia line #6. It is normally the customer's practice to tie band this line but in this case they did not do so, thus resulting in the disconnection.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA july 12, 2016. (B)(4). The actual device was evaluated: the sample consisted of the 1/4"x1/4"x1/4" y with luer and a few inches of tubing on each leg. Visual inspection of the customer connection showed that the tubing was pushed just past the second barb and had a blue tie band. The sample was internally pressurized to approximately 1000 mmhg for 30 seconds with air, and placed in a water bath, no leaks were observed. Additionally the lines were pulled while under the 1000 mmhg internal pressure in an attempt to cause a disconnection, there were no disconnects observed. No failure was detected, therefore unable to confirm the complaint. All available information has been placed on file in quality management for appropriate tracking, trending.